Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the customer was hospitalized due to low blood glucose and blank display. The customer stated the insulin pump did not alert low battery, which caused it to turn off. Customer's blood glucose went low 20mg/dl and was hospitalized. Stated that after troubleshooting the display returned. Advised customer to monitor the insulin pump. Customer stated during the hospital stay, thought he was having a stroke and said it was a result of fluctuating blood glucose.